Event description:
Reporter indicated that patient was in a car accident in 2001. It was reported that ever since the car accident, it has been suspected that the patient's device was not functioning properly. High lead impedance reading was obtained at office visit in 10/2001 indicting possible lead break. Device replacement is scheduled.